Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4240 ml. This event meets overfill criteria. This is report number 1 of 3.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Review of the device logs revealed a drain volume meeting increased intraperitoneal volume (iipv) criteria. This drain volume was greater than 160% of the largest prescribed fill volume of 1900 ml and met iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the iipv found in the logs was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of the iipv. The previous return of the device was not for any issue related to the iipv baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).